Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use. The home patient (hp) stated that he disconnected in drain 5 of 5 thinking that the hc said end of therapy and the hc started alarming. The hp stated that he reconnected. The baxter technical service representative (tsr) explained alarms and had hp cycle power to clear. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted home patient (hp) on (B)(6) 2011 regarding the system error 2240 alarm. The hp reported that the issue was resolved by ending therapy for the night. The hp confirmed that he had disconnected because he thought he was finished with therapy. Per hp, there were no loose connections or defects on the supplies. The hp stated that he discussed the alarm with his nurse. Per hp, she did not have any injury or harm as a result of this incident. The nurse had the hp do a manual exchange. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The reported problem was confirmed. The assignable cause was use error - patient disconnected from set. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.